Manufacturer narrative:
The complaint device was received and evaluated. It was reported that only the upper jaw broke during the procedure, but visual inspection of the returned devices confirms that the upper and lower jaws are completely broken off. The broken jaws were not returned with the applier. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Our sales rep reported via phone that the upper jaw broke off of his expressew iii suture passer with hook, falling into the patient during a rotator cuff procedure. The surgeon removed all of the jaw from the patient and used a competitors device to complete the procedure with no patient consequences. There was a ten minute delay to the procedure. The complaint device is being returned for evaluation.